Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/20/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on 09/14/2023. It was reported that the patient experienced a skin reaction with redness, inflammation, and infection extended beyond the patch perimeter which occurred the same day the sensor had been inserted in the thigh. On (B)(6) 2023, the reaction was treated with prescription oral medication, amoxicillin and clavulanate potassium 875mg/125mg. At the time of the report, the infection is getting better with the prescription medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.